Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination of the hypotube identified a hypotube kink, 59.8cm distal to the distal end of the strain relief. No issues identified with the distal extrusion. A visual examination of the balloon identified no damages. A microscopic examination of the kink in the hypotube identified no issues with the actual hypotube which could have contributed to the kink. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. However, following balloon inflation attempts, when a pinhole leak was confirmed, an examination of the balloon material at the site of the pinhole leak identified no issues with the balloon material which could have contributed to the complaint event. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage. Leakage testing confirmed a pinhole leak located 5mm proximal from the distal marker band.

Event description:
It was reported that a balloon rupture occurred. The 9mmx3mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the balloon was dilated after delivery, the balloon burst and could not be fully inflated. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further reported that the device was able to be removed without any difficulty.

Event description:
It was reported that a balloon rupture occurred. The 9mmx3mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the balloon was dilated after delivery, the balloon burst and could not be fully inflated. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. It was further reported that the device was able to be removed without any difficulty.

Event description:
It was reported that a balloon rupture occurred. The 9mmx3mm, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that when the balloon was dilated after delivery, the balloon burst and could not be fully inflated. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.